Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient was redirected to their healthcare provider (hcp) to address the "settings not available" and the shocking in their left arm. The patient stated that they reset their settings. The patient also stated that the issue has been resolved. The patient also stated that they did not meet with anyone to address the issue with the system problem and the difficulty connecting to implant that they were experiencing. They talked on the phone with medtronic customer service. They walked the patient through numerous steps to solve the problems. Less than 3-5 minutes after getting off the phone, the same messages "software problem, cannot continue" came up. The patient stated that periodically they get different messages that state cannot continue. Ex. System problem "m04" with an orange triangle. They have to go through the steps that were explained to them 3 times since their discussion on the phone.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt received an error message when he was recharging the ins on friday (B)(6) 2021 , system problem rm04. Pt stated since friday it is difficult to get the recharger to connect to the ins. Pt stated the controller has been having a hard time connecting to the ins without anything connected. Pt did verify that he has swelling at the ins site. It was reviewed how swelling can impact telemetry with the equipment. The patient was redirected to their healthcare provider to further address the issue. Pt stated he will continue to monitor the telemetry and the swelling at the ins site. Additional information was received reporting the patient (pt) got "system problem: cannot continue: call medtronic: rm04" when attempting to connect their controller to their ins last friday. Pt then got "settings not available" message when attempting to adjust therapy settings on program 3 on tuesday. The pt contacted a manufacturer representative (rep) and the pt performed a battery reset on the controller and battery reset temporarily resolved issue. Pt turned therapy down in response to the therapy shocking them. Pt said they attempted to adjust therapy settings slower, but now were getting "settings not available" in each program and group. Pt attempted battery reset by leaving the li battery pack out for 3 hours the day before yesterday and then all night, but leaving the battery out and performing a battery reset did not resolve the issue. Pt said they had "an issue connecting the controller to the ins" but clarified that the issue was with the "rm04" error code. Pt left the li battery pack out overnight last night, but pt said the controller was "still not acting correctly." Pt said when they went to adjust therapy settings and got "settings not available" both the controller and ins were charged at 100%. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via a friend/family member who was implanted with an implantable neurostimulator (ins). It was reported that the caller stated the pt was getting different signals, the controller is saying settings not available. Pt is feeling shocking sensation in the left arm - pt stated he was laying in the bed and he got a shock in the left arm. Pt stated he waited and it shocked him a couple more times and then he shut the ins off. Pt stated he did try to change groups. Pt was on group b but he went to group a and it did the same thing. The patient was redirected to their healthcare provider to further address the issue.